Event description:
It was reported that a hydrothermal ablation procedure was performed in 2002. Follow up with the physician reported that a second degree and potentially a third degree burn occurred. Treatment was provided in the form of a prescription cream and pain medication. This device has not been received for evaluation. Therefore, no failure analysis is available. As a lot number for this device was provided, a device history search was performed. No other complaints on this lot number were found. Follow up indicated that there was one alarm noted during the procedure. Also noted, several hospital power losses occurred during the procedure, which caused the physician to restart the procedure. The physician stated that they had to reintroduce the cannula five times, which contributed to the fluid leak. Co believes user technique may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.